Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the atrial intrinsic amplitudes were out of range and atrial lead noise/oversensing was noted in the atrial tachy response (atr) episodes. In addition there were noted spikes in the ventricular pace impedances with values being within range. It was also noted that the automatic safety switch was triggered from bipolar to unipolar configuration when it comes to this device due to low out of range pace impedance measurements on the right atrial channel. Technical services (ts) review of the device data took place and ts recommended to access the competitor atrial and ventricular lead integrity. Additional information noted that most recently the atrial automatic thresholds was detected as suspended and presenting electrogram (egm) showed inappropriate atrial sensing following the recent lead polarity switch. It was not possible to confirm capture on the presenting egm with no successfully threshold measurements obtained in (B)(6) 2025. It was discussed to have the patient be seen in clinic and change the atrial sensing back to bipolar configuration. Additional information noted that a procedure took place to attempt to insert a new atrial lead. During the inserting it was noted that the access was occluded thus the procedure was not completed successfully. The physician elected to reprogram the device to bipolar configuration with the safety switch off and the patient will continue to be monitored via remote monitoring. Additional information noted that the right ventricular pacing lead impedance was out of range. An automatic safety switch went from bipolar to unipolar due to out-of-range pace impedance measurements. Additional information noted that a revision took place and the competitor leads were replaced. The device remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the atrial intrinsic amplitudes were out of range and atrial lead noise/oversensing was noted in the atrial tachy response (atr) episodes. In addition, there were noted spikes in the ventricular pace impedances with values being within range. It was also noted that the automatic safety switch was triggered from bipolar to unipolar configuration when it comes to this device due to low out of range pace impedance measurements on the right atrial channel. Technical services (ts) review of the device data took place and ts recommended to access the competitor atrial and ventricular lead integrity. Additional information noted that most recently the atrial automatic thresholds was detected as suspended and presenting electrogram (egm) showed inappropriate atrial sensing following the recent lead polarity switch. It was not possible to confirm capture on the presenting egm with no successfully threshold measurements obtained in (B)(6) 2025. It was discussed to have the patient be seen in clinic and change the atrial sensing back to bipolar configuration. Additional information noted that a procedure took place to attempt to insert a new atrial lead. During the inserting it was noted that the access was occluded thus the procedure was not completed successfully. The physician elected to reprogram the device to bipolar configuration with the safety switch off and the patient will continue to be monitored via remote monitoring. Additional information noted that the right ventricular pacing lead impedance was out of range. An automatic safety switch went from bipolar to unipolar due to out-of-range pace impedance measurements. Additional information noted that a revision took place and the competitor leads were replaced. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the information in section describe event or problem and subsequent information related to the additional intervention.

Event description:
It was reported that the atrial intrinsic amplitudes were out of range and atrial lead noise/oversensing was noted in the atrial tachy response (atr) episodes. In addition there were noted spikes in the ventricular pace impedances with values being within range. It was also noted that the automatic safety switch was triggered from bipolar to unipolar configuration when it comes to this device due to low out of range pace impedance measurements on the right atrial channel. Technical services (ts) review of the device data took place and ts recommended to access the competitor atrial and ventricular lead integrity. Additional information noted that most recently the atrial automatic thresholds was detected as suspended and presenting electrogram (egm) showed inappropriate atrial sensing following the recent lead polarity switch. It was not possible to confirm capture on the presenting egm with no successfully threshold measurements obtained in january 2025. It was discussed to have the patient be seen in clinic and change the atrial sensing back to bipolar configuration. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the atrial intrinsic amplitudes were out of range and atrial lead noise/oversensing was noted in the atrial tachy response (atr) episodes. In addition, there were noted spikes in the ventricular pace impedances with values being within range. It was also noted that the automatic safety switch was triggered from bipolar to unipolar configuration when it comes to this device due to low out of range pace impedance measurements on the right atrial channel. Technical services (ts) review of the device data took place and ts recommended to access the competitor atrial and ventricular lead integrity. Additional information noted that most recently the atrial automatic thresholds was detected as suspended and presenting electrogram (egm) showed inappropriate atrial sensing following the recent lead polarity switch. It was not possible to confirm capture on the presenting egm with no successfully threshold measurements obtained in (B)(6) 2025. It was discussed to have the patient be seen in clinic and change the atrial sensing back to bipolar configuration. Additional information noted that a procedure took place to attempt to insert a new atrial lead. During the inserting it was noted that the access was occluded thus the procedure was not completed successfully. The physician elected to reprogram the device to bipolar configuration with the safety switch off and the patient will continue to be monitored via remote monitoring. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the information in section describe event or problem and subsequent information related to the additional intervention.

Event description:
It was reported that the atrial intrinsic amplitudes were out of range and atrial lead noise/oversensing was noted in the atrial tachy response (atr) episodes. In addition there were noted spikes in the ventricular pace impedances with values being within range. It was also noted that the automatic safety switch was triggered from bipolar to unipolar configuration when it comes to this device due to low out of range pace impedance measurements on the right atrial channel. Technical services (ts) review of the device data took place and ts recommended to access the competitor atrial and ventricular lead integrity. Additional information noted that most recently the atrial automatic thresholds was detected as suspended and presenting electrogram (egm) showed inappropriate atrial sensing following the recent lead polarity switch. It was not possible to confirm capture on the presenting egm with no successfully threshold measurements obtained in (B)(6) 2025. It was discussed to have the patient be seen in clinic and change the atrial sensing back to bipolar configuration. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the device codes.